Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's lead revision surgery on (B)(6) 2017, the ipg would no longer communicate with the clinician programmer. Multiple troubleshooting steps were attempted to no avail. As such, the ipg was explanted and replaced. Effective therapy was restored post-operatively.